Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening in the posterior . A microscopic analysis was performed which identify opening striated in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage, opening. Additional, changed, and/or corrected data.

Event description:
Healthcare provider called in to report a "right side deflation." The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "right side deflation."

Event description:
Healthcare provider called in to report a "right side deflation." The device has been replaced.